Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning and the pacemaker was reprogrammed to vvi (ventricular pacing and sensing only). The device remains implanted. No patient complications were reported as a result of this event.